Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient was over 18 years. The problem of suture detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure on (B)(6) 2014. According to the complainant, during the procedure, the suture broke but nothing was left inside the patient. A new uphold lite with capio slim was opened and used to finish the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the returned uphold (tm) lite with capio slim device revealed that the blue with white stripe dilator is broken, the suture and dart are missing and not returned. The blue dilator is broken, the suture and dart are missing and not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure on (B)(6) 2014. According to the complainant, during the procedure, the suture broke but nothing was left inside the patient. A new uphold lite with capio slim was opened and used to finish the procedure. There were no patient complications reported as a result of this event.